Manufacturer narrative:
The device history record for the production batch associated with the complaint was reviewed to confirm that the products were supplied in conformance with ortho solutions specifications. The device history records for the batch confirmed that the products were manufactured to specification, conforming to both dimensional requirements and visual quality control that includes checks for the presence of burrs, sharp edges and inclusions. The raw material certificates were also reviewed to check the material grade, chemical composition and material hardness. The raw material was confirmed to be within specification, and the mechanical properties were above the minimum values required by bs (B)(4) as specified on the material certificate. There were no deviations from specification and no concession was raised for this batch. The failure rate is (B)(4) which is deemed low. Visual inspection of the returned drill confirmed the reported complaint condition and showed that the device may have fractured upon initial use. Based on the investigation and the limited clinical information provided and the lack of the x-ray, the root cause for the drill bit fracture was unable to be ascertained. The complaint did not identify any new or emerging risks. Although the root cause could not be definitively ascertained, the investigation did not identify any deficiency or deviation with the drill.

Event description:
Drill broken during a total hip replacement procedure; the drill tip couldn't be found and subsequently, an x-ray was called into theatre to identify the drill tip. The fragment was found near the stem, so it would cause more damage trying to retrieve it. No other clinical information was available.